Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with undersensed atrial fibrillation episodes. High voltage therapy was still able to be delivered. Programming changes were recommended. No further information is available.

Event description:
New information revealed that the high voltage therapy delivered was inappropriate. Programming changes were made. The patient was stable.